Event description:
New information noted that the right ventricular lead exhibited oversensing noise causing false high voltage rate episodes. Programming changes were performed. There were no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited oversensing noise causing false high voltage rate episodes. No intervention was performed, and the patient will continue to be monitored. There were no patient consequences.